Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Non-us event; occurred in canada. Consumer reported via email that upon removal of a tampon, the string separated from the pledget. She reported the tampon was removed from her vaginal cavity. No medical or adverse health effects were reported. Multiple attempts have been made to obtain further information regarding the consumer's use of the product and outcome; however, no further information has been received.